Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had a failed speaker, which caused the pump to not alarm audibly. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump did not have any audible tones when turned on. The initial reporter also stated that this occurred during testing, and no patient had been involved. (B)(4).